Event description:
It was reported that during setup, the console or the console plug threw up a spark. The console was shut down, and the console is not in use. There was no patient involvement.

Manufacturer narrative:
As of today, the above referenced laser console has not been returned; therefore, no physical or visual analysis of the laser console could be performed. However, the console was serviced onsite by a biomedical engineer (biomed). The biomed replaced the console's plug after which the console unit was up and running with no issues. A service history review was performed and revealed the console was first installed on (B)(6)2022. The console was last serviced on (B)(6)2026 and was fully functional until the reported event. Based on service records, the issue is more likely due to use-related wear or field conditions rather than manufacturing or design at release. A risk review was completed and confirmed that the event of fire was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The replaced component could have affected the device performance leading to the event experienced by the customer. Based on the analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during setup, the console or the console plug threw up a spark. The console was shut down, and the console is not in use. There was no patient involvement.